Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's wife called and reported that the pump alarmed for cassette unlatched alarm. The cassette and silver lever were in proper placement; cassette was locked and could not be removed. Troubleshooting was performed. The medication being infused was 5-fu (5-fluorouracil) with programmed rate was unknown, the remaining volume was 55.4 ml, and volume given was unknown. The event occurred while in use with patient and no harm. It took place at the patient¿s home.

Manufacturer narrative:
H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.